Event description:
As reported by customer, air entered the system from a bonded, disposable transducer assembly provided in a convenience kit. This was noted during procedure preparation. There was no pt injury.